Event description:
The incident investigation indicated that the dr made two attempts to insert the iupc 4000 but had difficulty advancing it. So it was never actually used. An fse had been applied to the left parietal region of the fetal head. The hospitalization was not extended as a result of the scalp laceration and no antibiotics were given.